Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's caretaker reported that dialysis solution leaked out of the cassette and into the cycler. Upon removal of the cassette, there was fluid leaking from the cassette. The caretaker could not tell if the pump module was wet. The nurse stated that the patient had no adverse effects. Sample has not been returned to the manufacturer.